Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analyis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. Microscopic inspection revealed a longitudinal tear 19mm long, starting at the distal end of the proximal marker band. The inner shaft in the balloon was kinked at the distal marker band and extending distally. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did confirm the reported balloon burst as there was a longitudinal tear 19mm long, starting at the distal end of the proximal marker band and extending distally.

Event description:
It was reported that balloon rupture occured. The 80% stenosed target lesion was located in the renal artery. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during inflation at 5 atmospheres, the contrast agent overflowed. The device was removed and the balloon was found ruptured. Another of the same balloon was used to pre-dilate the lesion and a stent was implanted and the procedure was completed. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that balloon rupture occured. The 80% stenosed target lesion was located in the renal artery. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during inflation at 5 atmospheres, the contrast agent overflowed. The device was removed and the balloon was found ruptured. Another of the same balloon was used to pre-dilate the lesion and a stent was implanted and the procedure was completed. There were no patient complications nor injuries reported and the patient was stable.